Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The battery on the x-ray controller was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the 9800 system displayed an error message, and the screens would go black. No pt injury was reported.